Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2017-02659. The patient was admitted to the hospital for nausea and dyspnea. The patient's medication was adjusted and the patient was discharged the following day. One week later an echocardiogram was performed which confirmed a pericardial effusion which was treated with a pericardiocentesis. The drain was removed the next day and the patient was stable.